Event description:
The dentist reported the non-osseointegration of 5 dental implants cm alvim implant 3.5x11.5, 1 to 4 months after they were placed in patient's mouth. Immediate load was performed and patients had low bone quality. No further information was given.